Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor system operates as intended.

Event description:
Customer reported poor image quality - monitor is blurry and cannot see image. No patient injury was reported.